Event description:
Olympus (oekg) was informed via service request that the customer autoclavable camera head was returned to olympus repair department for a reported ¿loose contact on plug¿. The reported defect was found during inspection for use. Upon inspecting and testing, an image defect was identified, the image disappears temporarily due to a defective video cable unit. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, the video connector plug to the charged coupled device (ccd) is broken. Additionally, the image disappears temporarily due to a defective/breakage to the video cable. A visual inspection shows buckles on the cable unit. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the intermittent connection and image flickering may have occurred due to the cable failure caused by damage to the cable. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device. Added h4: july 29, 2013. Added h6: med dev problem code - 1182 erratic or intermittent display. Added h6: type of investigation codes - 3331 analysis of production records. Added h6: type of investigation codes - 4109 historical data analysis. Added h6: investigation conclusion code - 4315 cause not established.